Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they had a problem with the implantable neurostimulator (ins). The manufacturing representative checks the patient everyday. The manufacturing representative charged the battery and the remote and wanted to put the stimulator a little higher as he put it a little lower at bed time. The display showed that the battery level at both the remote control and the and battery were at the same level while the battery that is in the buttocks always runs out faster than the battery of the remote control. The manufacturing representative wanted to raise the stimulator and then got the message of out of regulation (oor). The patient did not have a returned of symptoms when this occurred. When the ins was interrogated and impedances were measured one electrode used in programming showed high impedance. This most likely caused the oor. The ins was successfully reprogrammed and was still receiving proper therapy. No further actions are planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient first started experiencing the issues on about (B)(6) 2018. The device serial numbers were not known, and this was checked with the nurse. The patient was not known and was not considered relevant to the event. It was noted that the provided information was confirmed with the physician/account.